Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
The customer reported via product feedback form - 393656, that a moon shaped particle ("foreign object debris" (fod)), was inside the patient's biopsy sample. The customer reported the fod was from the needle cover. No further information is available at this time.